Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The analyst noted that non-physiologic oversensing was noted on the egm for the vt-non-sustained episode. The mirror image noise was consistent with compromised insulation, however, further analysis was not possible without the returned lead. (B)(4).

Event description:
It was reported that the patient experienced syncope. There was noise on both the right atrial (ra) and right ventricular (rv) leads with a mirror image between the atrial electrogram and ventricular electrogram on the stored high rate episode. The ra lead had noise on it while the device nurse was checking it, but it could not be reproduced with isometrics or pocket manipulation. They were concerned that it was intermittent oversensing. The ra lead was reprogrammed and both leads remain in use. No further patient complications have been reported as a result of this event.